Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room with high blood glucose of 1280mg/dl, and he was treated with insulin drip and dextrose drip. The customer stated that the hospital did not return his sensor or transmitter. No further information was provided.